Manufacturer narrative:
The reported observation of ipg being at end of life (eol) was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device longevity was determined using the energy factors over the implant period. The estimated longevity range would have been 2.05 years up to 2.5 +/- .25-year, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 2.3 years, based on the available information it was concluded the device had normal battery depletion at the time of explant.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.